Event description:
It was reported that ten days after the implantable neurostimulator (ins) was implanted, it was taken out because it was defective. The patient was looking to have programming done every three months and possibly have another stimulator placed on the other side as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)